Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device replacement procedure, the atrial was stuck in the device header since the set screw could not be engaged by the wrench. The device was explanted and replaced. The patient was discharged home.